Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump area of the cycler. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump area of the cycler. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. There was no patient serious injury or medical intervention required as a result of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.